Manufacturer narrative:
The component exhibited two fracture points and likely broke and migrated to rest inside the system's cover, which is only removed during imris preventive maintenance activity. Further investigation into the cause of the material fracture is ongoing and a followup report will be submitted once the investigation is complete.

Event description:
During a routine service event, an imris field engineer removed an upper magnet mover cover and three small ferromagnetic objects fell out and attracted to the front covers of the MRI magnet, causing minor damage. The imris field engineer was the only personnel present at the time and there was no patient or user involvement, nor any injuries. The objects were from a fractured bushing used in construction of the magnet mover drive shaft assembly, and the cover that was removed is a service-only cover that the user does not interact with during device use. The objects were removed from the magnet's front cover by hand.